Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm portico valve was selected for an implant using a small flexnav delivery system. The sizing of the annular dimensions of the native valve was: annulus diameter 22.2mm area 381.6mm2, perimeter 69.9. The patient did not have a horizontal aorta. A pre-dilatation balloon aortic valvuloplasty (bav) performed with a non-abbott device. During the procedure, after the full deployment of portico, the physician confirmed 3 retained tabs was free and pulled back flexnav, however portico valve was moved to the ascending aorta with a final implant depth of 4mm. The patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of migration. The valve moved over the annulus, the physician snared over the ostiums in order to avoid coronary occlusion. The physician aware of the IFU warning against snaring the valve. It was necessary to use a second 23mm portico valve in order to guarantee the successes of the procedure. A post-dilatation performed due to paravalvular leak (pvl) post implant of the second valve due to two points of calcium over the annulus. After 2 days, the leak was trace on echocardiogram. The patient is stable, no additional information was provided.

Manufacturer narrative:
An event of the paravalvular leak (pvl) after implant was reported. Information from the field indicated that there were two points of calcification over the annulus that caused the pvl and that there were no deployment difficulties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on available information, the root cause of the paravalvular leak appears to be the calcification over the annulus. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.